Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a change sensor alarm on their insulin pump. The customer's blood glucose at the time of the incident was reported to be 144mg/dl. Troubleshooting was reported to be conducted. It was reported that the alarm history was showing a change sensor alarm, external ram crc error, no delivery, and a battery out alarm. It was reported that the device experienced and unexpected restart. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.